Manufacturer narrative:
Preliminary analysis revealed that the floppy drive of the subject programmer seems defective and the system is slower than others. Further investigations are ongoing.

Event description:
During an implantation procedure on (B)(6) 2016, a threshold test was ongoing when the user interface had frozen. An attempt to export patient data failed because the user interface had frozen 2 times. An investigation is required.

Event description:
During an implantation procedure on (B)(6) 2016, a threshold test was ongoing when the user interface had frozen. An attempt to export patient data failed because the user interface had frozen 2 times. An investigation is required.

Event description:
During an implantation procedure on (B)(6) 2016, a threshold test was ongoing when the user interface had frozen. An attempt to export patient data failed because the user interface had frozen 2 times. An investigation is required.